Manufacturer narrative:
Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. However, a review of the instructions for use (IFU) and a use review were conducted. Results: as the device and lot number were unavailable for analysis, no testing methods were performed. For this reason results cannot be obtained. The use review found that it was reported that the flow controller was not taped to the patient's skin. The IFU (14-60-591-0-04)states starting infusion 5. Tape the flow controller (not the filter) to the patient's skin {figure 1 6) the technical bulletin (mk-00585rev2) indicates the following flow rate factor: 'the flow controller should be in direct contact with the skin (88° f, 31° c). Temperature will affect fluid viscosity: flow rate will increase approximately 1.4% per 1° f/0 6 degree centigrade increase in temperature the use review found that it was reported that the pump was underfilled with a total fill volume of 250ml. The IFU indicates the following caution: filling the pump less than the labeled (nominal), volume results in faster flow rate. The IFU also indicates the following· technical specifications delivery accuracy. When filled to labeled (nominal) volume, homepump c-series* flow rate accuracy is ±15% of the labeled (nominal) flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 31°c/88°f with the pump positioned 40 cm (16 inches) below the catheter site conclusions: the device was not returned to halyard for evaluation per the use review it was reported that the flow controller was not taped to the patient's skin. Per the IFU temperature will affect solution viscosity, resulting m faster or slower flow rate. The flow controller (located distal to the filter) should be close to, or in direct contact with the skin (31°c/88°f). Per the use review the customer reported that the pump was filled to 250ml on a 270ml homepump. Per the IFU flow rates may vary due to· "fill volume" "filing the pump less than labeled (nominal) fill volume results in faster flow rate " no patient impact was reported the IFU for the homepump c-series(14-60-591-0-03) and a technical bulletin factors affecting flow rate homepurnp-c-series (mk-00585rev2-tb) was sent to the customer. Information from this incident has been included in our product complaint and mor trend reporting systems trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 250ml flow rate: l0ml/hr. Procedure: antibiotic therapy cathplace: IV. It was reported that an incident of fast flow occurred while in use on a male patient using a c-series homepump on (B)(6) 2014. The infusion was expected to infuse in 24 hours and infusion ended instead after 22 or 23 hours. A clinical nurse educator reported that the flow controller was not taped to the patient's skin. No patient injury nor medical intervention was required. The pump was reported unavailable for return and analysis.